Event description:
The customer stated that the insulin pump was splashed in the water. The customer stated that the display went blank as a result of the moisture damage. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.